Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawer 2.1 was not detected on the communication bus at the station. A field service engineer replaced the half-height controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, 9ln & 11ln drawers were not detected on the communication bus. The malfunction occurred when a user tried to dispense medication to the patient, resulting in delays to the patient's care. There were no adverse events or injuries reported based on this event.